Event description:
The customer alleged (B)(4) for a patient with the cobas ampliprep/cobas taqman hiv-1test.

Manufacturer narrative:
Method evaluation to include sequence analysis of specimen.there is no evidence of product malfunction at this time. Reliable results are dependent upon adequate specimen collection, transport, storage and processing procedures. It is also possible that rare mutations within the highly conserved region of the viral genome covered by the test's primers and/or probe may result in the underquantitation of or failure to detect the virus. Results from the cobas ampliprep/cobas taqman hiv-1 test should be interpretted with consideration of all clinical and laboratory findings. Due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next; users perform method correlation studies in their laboratory to quantify differences.(B)(4).

Manufacturer narrative:
Internal evaluation confirmed the customer allegations. Based on the sequencing results, it is likely that the cobas ampliprep/cobas taqman test underquantitated the viral load in the result under question for one patient. The procedural limitations section of the package insert contains the following applicable statements. "Though rare, mutations within the highly conserved region of the viral genome covered by the cobas ampliprep/cobas taqman test primers and/or probe may result in the underquantitation of or failure to detect the virus." "Due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform correlation studies in their laboratory to quantify technology differences." The cobas ampliprep/cobas taqman test is intended to be used as a monitoring assay and as such, it is unlikely that a physician would change a patient's treatment based on a single data point. A patient's history and clinical manifestations would be considered before changes to treatment were made. It is concluded there was no likely risk to the patient and would not result in serious injury or death in this case. A second generation of the test has been developed that includes amplification and detection of a second region (the ltr region in addition to the gag gene of the viral genome) which will reduce incidents of underquantitation of or failure to detect the virus due to mutations. Submission of a supplement PMA is anticipated for mid 2009.

Event description:
The customer alleged underquantitated results for a patient with the cobas ampliprep/cobas taqman test.